Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. No data analysis from the device was reported to have been performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.